Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the distal conductor was obstructed by a guidewire. The guidewire was kinked/buckled. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure, the guidewire got stuck inside the left ventricular (lv) lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.